Manufacturer narrative:
Investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received three devices which consisted of three retracted needle assemblies, two with attached needle covers, and three loose catheter/adapter assemblies. A microscopic / visual evaluation was performed on the catheter/adapter assemblies. All three displayed the characteristic v shape of a spear through near the tip of the tubing, confirming the defect of needle through catheter. This type of defect can occur during the manufacturing process or in the clinical setting. It was also noted that one of the needle assemblies and catheter/adapter assemblies had traces of bodily fluids indicating that the needle and catheter were correctly assembled at the time of use for that one unit. No fluids were observed in the other parts. Although the reported defect was confirmed, bd could not determine if the defect occurred during breakage of tip adhesion, venipuncture attempt, or the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter while introducing it. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "the IV catheter appears to have been punctured by the IV needle. We have found 3 different ivs with the same issue. They were found by 3 different nurses. All with the same lot number." "It was also noted that one of the needle assemblies and catheter/adapter assemblies had traces of bodily fluids indicating that the needle and catheter were correctly assembled at the time of use for that one unit. No fluids were observed in the other parts."